Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a further root cause of the suggested phenomenon of "foreign object in the nozzle" could not be determined. It was not possible to identify the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There was no patient involvement.